Event description:
It was reported that the atrial lead exhibited low impedance. Upon interrogation impedance was 300 ohms and dropped to 260 ohms and showed noise when the patient was led through isometrics. The lead remains implant ed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.